Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp3233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was tried to be removed from the guidewire hoop prior to use. However, it could not be removed. When the guidewire was forcedly removed, the guidewire was kinked at multiple points and it became unusable. Another guidewire in the new groshong catheter kit was used to complete the procedure. There was no reported patient involvement. On (B)(6) 2020 - the returned sample was not the guidewire but the kinked stylet and the catheter. Therefore, our sales rep visited the facility and re-confirm the event detail, and it was turned out that the event information reported at first was wrong. The correct event description is that "the doctor felt resistance when trying to pull the stylet before catheterization to confirm it could be removed without problem. When he forcedly pulled the stylet, the stylet was kinked and could not be used for catheterization."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of difficulties with the stylet was confirmed and the cause appeared to be associated with use of the device. One 5fr dual-lumen (d/l) groshong nxt PICC was returned for investigation. The stylet was received separate from the catheter. The stylet had been removed from the t-lock extension set. The extension set remained attached to the white connector on the groshong PICC. The distal 25cm of the stylet wire were coiled. The hang tag remained attached to the stylet wire. A tactual investigation revealed that the stylet was intact. The outside diameter of the stylet was within specification. A functional test revealed a 1cm longitudinal split in the blue tubing and distal end of the molded bifurcation. The length of the split was greater within the lumen, which indicates that the damage originated from within the catheter. The split allowed fluid to leak during infusion. An unused stylet was inserted and removed from the distal lumen of the catheter without any problem. The observed damage is consistent with forceful removal of the stylet from the catheter. The instructions for use (IFU) caution, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿ removal of the stylet without flushing the lumen can also contribute to the reported and observed damage. The IFU also states, ¿preflush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet.¿ a lot history review (lhr) of redp3233 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire was tried to be removed from the guidewire hoop prior to use. However, it could not be removed. When the guidewire was forcedly removed, the guidewire was kinked at multiple points and it became unusable. Another guidewire in the new groshong catheter kit was used to complete the procedure. There was no reported patient involvement. 1/27/2020 - the returned sample was not the guidewire but the kinked stylet and the catheter. Therefore, our sales rep visited the facility and re-confirm the event detail, and it was turned out that the event information reported at first was wrong. The correct event description is that "the doctor felt resistance when trying to pull the stylet before catheterization to confirm it could be removed without problem. When he forcedly pulled the stylet, the stylet was kinked and could not be used for catheterization."